Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that interrogation of this subcutaneous implantable cardioverter defibrillator (s-ICD) was difficult, and the health care professional (hcp) was unable to complete the interrogation. Prior to the attempt, the physician had turned off the device per patient request. No magnet response was observed during the process. At present, the s-ICD remains in service, and no adverse effects to the patient have been reported.